Event description:
It was reported that the pump battery could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. Customer declined to provide information regarding alternate insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.